Manufacturer narrative:
Additional information: date of report, event, patient code & device code.

Event description:
Additional information received on 1oct2018. It was reported that difficulty was experienced upon insertion of the device. After the procedure was completed, a shred of frayed plastic was removed from the patient. No harm was reported and the patient did not experience any adverse effects due to this issue. It is unknown if the device will be returned.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photos were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use and quality control data. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. The instructions for use (IFU) states the proper warnings, precautions, and instructions for use. Current quality controls are in place to assure functionality and device integrity prior to shipping. Based on the information available an investigation conclusion cannot be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported during ureteroscopy, the cook ureteral sheath frayed, leaving a shred of plastic in the urinary tract during ureteroscopy/stone removal. Being that the shred was so small, several graspers did not work. The foreign body was finally removed prior to completion of procedure. Procedure was reported to be: stone removal. The patient's status/outcome was not provided in the report. Requests have been made for the following additional information. Date of event: mm/dd/yyyy. Relevant patient health history, including pre-existing conditions (size, location of stone, ca, tortuous anatomy, etc.): is the device still available for return to the manufacturer for analysis? Are there any videos, images, pictures or operative reports that can be provided for review? Please list other devices in use prior to and at the time of the reported ureteral sheath fraying: were there any difficulties experienced during insertion or removal of devices? If so, please describe the issues: can you describe how the ¿shred of plastic¿ was finally retrieved from the patient¿s urinary tract? Did the patient experience any adverse effect(s) due to this event? If yes, did the device cause or contribute to the adverse effect(s)? At the time of this report, the facility representative has not responded to our requests for additional information, patient outcome or the status of device availability for manufacturer analysis to be performed.